Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultraverioiq meter gave inaccurately high result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began in (B)(6), when they obtained an inaccurate high result of ¿284 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient reported basing her dosage on the test result. The patient claims she developed symptoms of ¿shaky¿ immediately after the product issue in (B)(6). The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.